Event description:
It was reported that a patient had a leak during peritoneal dialysis (pd) therapy. It was reported that leakage from a hole was found in the titanium adapter area. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection and dimensional verification was performed. Score marks were noted on the catheter side of the titanium adapter and on the titanium adapter sleeve. The reported issue was confirmed. The root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This complaint was not confirmed and the root cause could not be determined. The sample was not returned to baxter; therefore, no evaluation or batch review could be performed.